Manufacturer narrative:
Inspection: the products were not returned and no photos were provided, so an evaluation is unable to be performed. DHR review: the lot number was not provided, so the DHR was unable to be reviewed. Potential root cause. The products were not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. Device use. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 012447612-2020-00655, 3012447612-2020-00656, 3012447612-2020-00664, and 3012447612-2021-00365.

Event description:
It was reported the patient underwent a revision surgery to address adjacent levels. During this revision surgery, it was discovered that two set screws were found loosened from the tulips of two screws. These loosened set screws were removed and replaced with alternates to complete the case. Also, one of the screws was found loose in the pedicle so it was also removed and replaced during the procedure. There were no reported patient impacts. This is report five of five for this event.